Manufacturer narrative:
The only further information that could be obtained is that the hospital's biomedical engineer could solve the device issue by replacing the so-called "apl bypass valve". A sudden malfunction of the valve during a running surgical procedure cannot be fully excluded but can however be considered very unusual. A reasonable explanation would be the following: the device is generating an auxiliary vacuum pressure for internal pneumatic control purposes. This vacuum pressure is needed to keep the ventilator piston diaphragm in place to avoid wrinkling during ventilator piston movement. It is also needed to actuate the particular apl bypass valve which has a pneumatic valve drive. The valve body has a nozzle where the control tube is connected to. If this nozzle breaks-off due to impact of mechanical force a leak to ambient occurs and the device is unable to maintain the vacuum pressure anymore. The system is designed to shut-down automatic ventilation in such case to prevent from serious damages to the ventilator unit because proper position of the piston diaphragm cannot be further ensured. Other scenarios which can lead to loss of vacuum pressure would be imaginable as well e.g. A cut in the control tube of the apl bypass valve, a malfunction of the vacuum pump and others but only a broken nozzle at the apl bypass valve would require replacement of it. Dräger finally concludes that the device responded as designed to a deviation that was most likely related to use error. Automatic ventilation was shut down, a corresponding alarm was generated and manual ventilation remained available allowing the user to at least bridge patient support until a replacement device is made available.

Event description:
It was reported that, towards the end of the surgical procedure, automatic ventilation suddenly failed. The users finished the surgery in manual ventilation mode; no patient consequences have occurred.